Event description:
The valve was explanted due to what appeared to be thrombus at one of the pivot guards which caused one leaflet to be immobile. The valve was replaced with a valve from another manufacturer.